Event description:
It was reported that patient underwent a right total hip arthroplasty on (B)(6) 2005 with competitor product. Subsequently, patient was revised on (B)(6) 2014 due to aseptic loosening. All components were removed and replaced with biomet product. Patient underwent a wound drainage procedure on (B)(6) 2014 utilizing antibiotics. There has been no reported revision procedure to date.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no complaint related anomaly. Initial reporter telephone and address: unknown. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, ¿early or late postoperative infection and/or allergic reaction.¿

Manufacturer narrative:
Upon reassessment of the reported event, it was determined that this event has been reported in 0001825034-2018-00981. The initial report should be voided as it is a duplicate.